Manufacturer narrative:
The additional information received from the customer clarified that the left shoulder clip detached. The incident occurred during the transfer from the bed to the wheelchair. Based on product knowledge, the clip sling is secured to the spreader bar¿s attachment pin. These pins feature a ¿mushroom shape¿ at the end, which not only prevents the clip from sliding off but also ensures that the clip is either fully engaged or not engaged at all¿there is no partial insertion. Therefore, when a patient is fully suspended, the clips are correctly attached, as the straps connecting the clips to the sling body are under tension from the patient¿s weight. This means that only a force greater than the gravitational pull of the patient¿s weight, applied in the opposite direction, could cause a clip under tension to detach. This hypothesis could not be confirmed based on the information received from the customer, who stated that all sling clips were properly secured prior to the lift. The caregiver did not manipulate the sling during the transfer. The patient was calm and relaxed, with no movement or agitation. No unusual signs were observed by either caregiver during the lift. The patient had no medical conditions that could affect sling positioning or stability. The area between the bed and the chair was clear of obstacles, and there was sufficient space to maneuver the lift safely. According to maxi twin operating and product care instructions (IFU, 04.kt.00/2us): ¿maxi twin shall always be handled by a trained caregiver and in accordance with the instructions outlined in these operating and product care instructions.¿ ¿warning: important: always check that the sling attachment clips are fully in position before and during the commencement of the lifting cycle, and in tension as the patient¿s weight is gradually taken up.¿ sum up, based on the information gathered, the exact cause of the sling clip detachment could not be determined. No malfunction of the lift or sling (used as a system) was identified during the inspection that could have contributed to the resident¿s fall; both met their specifications. They were used as a system for patient transfer and therefore, played a role in the incident. The complaint was decided to be reportable due to the sling clip detachment, causing the patient to slip. The injuries sustained from the fall ¿ laceration and subcutaneous bleeding ¿ were assessed as non-serious. The patient died approximately two weeks later. Given the nature of the injuries and unknown patient's medical history, the connection between product and the patient's death was not established.

Event description:
During a patient transfer from a bed to a wheelchair using a maxi twin passive floor lift operated by two staff members, one of the sling clips detached. As a result, the patient slipped and struck her head against the front wheel of the lift. The event led to a laceration behind the left side of the patient's neck and subcutaneous bleeding on her left elbow. Immediate first aid was administered, including the application of ice to the injured areas in accordance with standard practice. Vital signs were checked and found to be within normal limits. An ambulance was called, and the patient was transported to the hospital for further evaluation. Several days later (around (B)(6) - specific date was not provided), the patient died in the hospital. The customer did not indicate whether the link between the fall and the death exists.

Event description:
During a patient transfer from a bed to a wheelchair using a maxi twin passive floor lift operated by two staff members, one of the sling clips detached. As a result, the patient slipped and struck her head against the front wheel of the lift. The event led to a laceration behind the left side of the patient's neck and subcutaneous bleeding on her left elbow. Immediate first aid was administered, including the application of ice to the injured areas in accordance with standard practice. Vital signs were checked and found to be within normal limits. An ambulance was called, and the patient was transported to the hospital for further evaluation. On 25 aug 2025, arjo was informed that the patient died in the hospital. At this time, there is no confirmation that there is any direct link between the fall and the death. There was no deficiency identified on the system (maxi twin used with a sling), it met their specification.

Manufacturer narrative:
The device was manufactured before UDI implementation and UDI is not available. Please note that previous medwatch reports for this product may have been submitted under the following registration numbers: 9611530, 3007420694. Currently, these products are to be handled by arjohuntleigh ab¿s complaint handling establishment and any medwatch reports will be submitted under registration 3007420694. Process of gathering and analyzing information is ongoing. Additional information will be provided upon conclusion of the investigation.